Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty scope socket and board could not be identified. Per the legal manufacturer's instructions for use: - never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. - if an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and initial reporter information.

Event description:
The reported problem occurred during a colonoscopy procedure. The intended procedure was completed after a delay of 20 minutes using similar equipment. There was no patient harm or injury attributed to the delay.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. However, the returned device could not detect olympus, series 190 scopes and showed color bars; the cause was assigned to failure of the scope socket. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that there where white vertical lines across the screen and the image would go to a "grayed out" image in the center and nothing could be seen; to restore the image, the device was turned off/on. There was no patient injury, associated with the problem, reported to olympus.